Event description:
The customer reported to baxter (B)(4) a solution administration set in which the roller clamp was broken. According to the report, the roller clamp "did not allow movement". The process step is unknown. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and a broken roller clamp was observed. The reported condition was confirmed. The root cause was determined to be due to machine failure. A batch review could not be completed as the lot number was not provided by the customer.